Event description:
It was reported that the procedure was cancelled. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified left brachial vein. A 4.0mm x 20mm x 40cm sterling (4f) balloon catheter was advanced for dilation. During the procedure, the catheter became stuck with the non-boston scientific guidewire, leading to cancellation of the procedure. Both the catheter and the guidewire were removed as a single unit. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed buckling 1-3cm from the tip. The reported complaint of frozen on the wire was confirmed. Likely caused by the pulling on the guidewire as the balloon was inflated causing the guidewire to be stuck. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the procedure was cancelled. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified left brachial vein. A 4.0mm x 20mm x 40cm sterling (4f) balloon catheter was advanced for dilation. During the procedure, the catheter became stuck with the non-boston scientific guidewire, leading to cancellation of the procedure. Both the catheter and the guidewire were removed as a single unit. No patient complications were reported.